Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted concurrently with laparoscopic bilateral tubal fulguration, due to laparoscopic bilateral tubal fulguration. It was reported that patient underwent bilateral labia reduction, prepuce reduction and perineorrhaphy on (B)(6) 2010, due to rectocele and disruption of vaginal muscles. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, dyspareunia and urgency.